Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause related to the product or our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. B. H3 other text : see manufacturer narrative.

Event description:
Kindly note that I received a complaint yesterday from dr.(B)(6). He was not able to drain from his patient, knowing that all the liquid ( mucus) as trapped in the catheter. Additional details requested: was there tissue causing the line to be occluded? No. Was there any sound or indication of air/suction escaping? No. Did they connect a new bottle and successfully complete the drainage? Yes on the second day. When was the catheter placed and where is it located? Yes and he did x-ray. When was the catheter placed? 15 days ago. Where is the catheter located? Chest? Abdomen? Abdomen. 29oct2020 additional follow up: was the x ray performed as standard practice after a recent catheter placement or was the x ray performed to identify a clog or other issue with the catheter in relation to the bottle not draining ?the x ray performed as standard practice after a recent catheter placement. 13nov2020: follow up received: dr. (B)(6) moved toward removing the old catheter and apply a new one to his patient. As explained before dr. (B)(6) did a scanner and he believed that the lipid and blood clots that they were covering the catheter were the reason behind drainage failure. Sorry for any inconvenience this might cause.

Manufacturer narrative:
(B)(6) initial/final emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Kindly note that I received a complaint yesterday from dr. (B)(6). He was not able to drain from his patient, knowing that all the liquid ( mucus) as trapped in the catheter. Additional details requested: was there tissue causing the line to be occluded? No. Was there any sound or indication of air/suction escaping? No. Did they connect a new bottle and successfully complete the drainage? Yes on the second day. When was the catheter placed and where is it located? Yes and he did x-ray. When was the catheter placed? 15 days ago. Where is the catheter located? Chest? Abdomen? Abdomen. 29oct2020 additional follow up: was the x ray performed as standard practice after a recent catheter placement or was the x ray performed to identify a clog or other issue with the catheter in relation to the bottle not draining ?the x ray performed as standard practice after a recent catheter placement. 13nov2020: follow up received: dr. (B)(6) moved toward removing the old catheter and apply a new one to his patient. As explained before dr. (B)(6) did a scanner and he believed that the lipid and blood clots that they were covering the catheter were the reason behind drainage failure. Sorry for any inconvenience this might cause.